Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they experienced high blood glucose. The customer blood glucose level was 550 mg/dl at the time of incident and the current blood glucose level was 250 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will be returned for analysis.